Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: the lot was manufactured between june 07, 2019 - june 09, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the infusion set insertion point. This was identified during preparation. There was no patient involvement. No additional information is available.